Event description:
It was reported to aesculap inc. That a patella 3-pegs p4 (item nx044) was implanted during a left total knee arthroplasty (tka) on (B)(6) 2013. According to the complainant, aseptic loosening of aesculap vega cemented total knee replacement with-de-bonding of the implant from the cement mantle. The patient underwent a revision procedure procedure on (B)(6) 2022. The complaint device was not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision surgery. The adverse event/malfunction is filed under aic reference (B)(4). Associate medwatch reports (B)(4) 2916714-2023-00006_MDR, (B)(4) 2916714-2023-00008_MDR, (B)(4) 2916714-2023-00009_MDR, (B)(4) 2916714-2023-00010_MDR.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.